Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal ,which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags, or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was at a rehabilitation center at the time of the event, and was brought to the ER via ems. Staff attempted resuscitation efforts, but were unsuccessful. It was reported that the lifevest was alerting, and medical professionals removed the batter, and the lifevest from the patient. Review of the download data, indicates the patient received one shock in response to oversensing of low amplitude and CPR/motion artifact. The patient was in asystole with CPR/motion artifact at the time of the treatment shock at 1:43:38. The patient's post shock rhythm was CPR/motion artifact. The response buttons were not pressed during the event. The patient was in asystole at the time of the electrode belt disconnection at 01:50:25 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 1:50am.